Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log files confirmed the malfunction ¿malfunctioning frontal ip-pc¿. Functional test was performed by fse and found the problem with host pc. Fse replaced the host pc and checked the system operations. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start. There was no reported patient or user harm. Philips has started an investigation of this complaint.